Event description:
The customer's mother called to report hospitalization for high blood sugar levels. The mother was unsure of the details prior to hospitalization because the customer was with their father. It was indicated that md did not comment on the cause of incident. Although, it was confirmed that pump settings were accurate and passed the fix prime test. The mother reported that customer had inserted infusion set into their leg and had never inserted that area before. Additionally, the alarm history indicated the back pressure sensitive alarm occurred prior to this incident.